Event description:
The echelon flex60 powered endopath stapler: long articulating endoscopic linear cutter as described by scrub and surgeon when stapling basically just died. It stopped working; almost as if the battery died.